Manufacturer narrative:
Actual device evaluated via simulated use testing, which confirmed the reported issue. Additional evaluation found that a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
During pretest, the thaw functioned fine. When the freeze was started it created ice on the probe. Another probe was opened and used for the treatment.